Manufacturer narrative:
Unit received with a64 alarm during self test due to a faulty y1 on the rf board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer stated that insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.